Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer received intermittent invalid transmitter ID alerts. Despite multiple attempts, a sensor session was unable to be started. No additional patient or event information was available. Reportedly, the customer had not entered in the new transmitter ID into their pump. Customer entered in the correct transmitter ID and was able to start sensor session.